Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 406845, implantable pacing lead; implant: (B)(6) 1999. (B)(4).

Event description:
It was reported that low impedance levels of a implantable pacing lead resulted in the lead being capped and replaced. No patient complications have been reported as a result of this event.